Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with no delivery alarm. The blood glucose was 419 mg/dl at the time of the incident. Customer put another set in and my sugars started to stabilize but then I got a no delivery. The insulin pump will not be returned for analysis.